Event description:
The pt is paralyzed in the arm and normally has to do a lot of twisting/stretching around the waist. She recently experienced a loss of stimulation sensation and therapeutic effect as well as pain at the ins site following doing a lot of twisting. The pt was in "constant sore pain". Further info is being requested at this time.